Manufacturer narrative:
G4: 03jan2020, b4: 03jan2020. Attempts were made to contact the customer to obtain additional information regarding the device's evaluation and repair. The customer did not respond to these attempts. This complaint will be closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: 10/10/2019. Date of report: 10/23/2019.

Event description:
The customer reported flash crc failure and otp flash compatibility failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.